Manufacturer narrative:
(B)(4)

Event description:
It was reported that "staple jamming". The user changed to a new set to complete the procedure. The patient's current condition is reported as "fine".